Event description:
The customer reported, that known group a and o patient samples randomly reacted as false positive in the anti-b and control microtubes of the mts a/b/d monoclonal and reverse group cards lot # 020607037-23 during manual gel testing. The customer repeated testing using the same lot of gel cards and red cell suspension and the samples reacted negative as expected in the anti-b microtubes. The customer observed a discrepancy with abo forward and reverse gouping, furthermore, the patient's result did not match the historical data, preventing erroneous results from being reported.

Manufacturer narrative:
Mts product support tested a known group a positive donor sample with returned and retained gel cards from mts a/b/d monoclonal reverse group cards lot # 020607037-23 using manual gel method. Results demonstrated negative reactions in both the returned and retained cards in the anti-b and control microtubes. The customer's complaint of a false positive reaction was not confirmed. Based on the available information, mts is unable to rule out improper pipetting leading to carryover from one microtube to another.